Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) issued a red alert due to a low intrinsic r-wave amplitude measurement on this transvenous defibrillation lead. There was no report of loss of capture or undersensing. It was also reported that this transvenous defibrillation lead has been exhibiting an increase in pacing thresholds. The physician suspected a micro-perforation or microdislodgment. Additional information was received that the pacing outputs were increased and since all the other lead measurements were within normal limits, the physician has elected to monitor the patient for now instead of revising the lead. No adverse patient symptoms were reported.